Manufacturer narrative:
Product analysis: a breath delivery (bd) printed circuit board assembly (pcba), a bd flow sensor and a bd pressure solenoid (psol) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the components was performed, no notable conditions were found.the returned components were installed into a test ventilator for analysis; a functional testing was performed and no error codes were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during servicing, a 980 ventilator failed testing and generated inoperable error messages. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the exhalation flow sensor (evq), the delivery proportional solenoid valve assembly (psol), and the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.